Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the firing was correct when stapling the hiss zone with a blue cartridge. However, it was noted on the next day that opened staples were found at the hiss area. The device worked properly although the fourth firing was harder. Opened staples were found the next day at the hiss area. As a result, reintervention was required. The pt died. The cause of death is unk.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.